Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon review, the patient¿s right ventricular lead exhibited lead noise episodes dating back to (B)(6) 2018. The noise was unable to be reproduced with isometrics or pocket manipulation. The patient was stable and the lead would be monitored.

Event description:
New information received on (B)(4) 2019 indicates that there has been an increase in ventricular lead noise. Programming changes were made. The patient was not symptomatic.